Event description:
Additional information received reported that the patient was implanted elsewhere and came to the current hcp on referral from an outside physician, and was not managed by any hcp at this facility. What the patient verbalized at the time was not a statement of product malfunction but rather that the amount of relief he was getting was not what was expected. The manufacturer's representative did not comment on the suspected condition of the catheter and whether it was broken because he did not know that to be the case. The interventional radiologist noted that the catheter was placed in the lower lumbar region, and stated that he had not been told that the lumbar catheter tip placement of an intrathecal pain pump catheter was wrong or "not far enough" and stated it was solely left to the discretion of the implanting surgeon. The hcp reportedly did surgically revise the catheters "but not because he suspected malfunction." The hcp felt if he could place the catheter tips high in the thoracic spine "possibly the patient would experience more pain relief." A new intrathecal catheter segment was inserted with the catheter tip in the thoracic spine. The existing catheter was patent and found to have cerebrospinal fluid (csf) flow.

Event description:
It was reported that there was a catheter problem. In ¿(B)(6) 2015¿ the patient found out the catheter was ¿twisted and broken.¿ a catheter dye study was done at ¿the end of (B)(6) 2015¿ which was when a manufacturer¿s representative found out about the issue. The manufacturer¿s representative ¿thought the catheter was working¿ but it could not be seen with fluoroscopy. A catheter revision was performed 2015 (B)(6) to replace the distal segment and to ensure the catheter was placed more securely in the intrathecal space in an effort to improve therapy. During the surgery, they also removed scar tissue around the port. The manufacturer¿s representative stated that the patient had never been fully satisfied with the infusion therapy. The reporter stated that finding a new managing healthcare professional (hcp) was challenging and thought the patient would have to have the pump removed because of the inability to find a managing hcp. The pump was used to infuse hydromorphone. No outcome was reported for this event. Follow up was being conducted to obtain additional information but it had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Additional information reported that the manufacturer's representative had understood the patient complaint as unexpected therapeutic effects and not a product issue at the time of the revision, which was described as an elective procedure in an attempt to improve pain relief. The manufacturer's representative was not aware of a reportable event at the time of the catheter revision. The previously reported late report due to field is therefore no longer considered late.